Event description:
It was reported that ventricular tachycardia (vt) episodes were misdiagnosed as supraventricular tachycardia (svt) resulting in no anti tachycardia response. Programming changes were made. The patient was just being monitored. The patient was stable.